Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5554-53 implantable pacing lead 2008 (B)(6); 5076-58 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead was cut during open heart surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal segment of the lead measuring 33 cm was returned and analyzed. The analysis performed revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.